Manufacturer narrative:
The pump passed the self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Pump error 38 alarm was recorded and found in the formatted history file on: (B)(6)2024 09:11:00.000, (B)(6)2024 09:21:00.000, (B)(6) 2024 09:38:00.000, (B)(6) 2024 09:48:00.000 (B)(6) 2024 21:20:54.000, (B)(6) 2024 21:21:49.000, (B)(6) 2024 21:25:00.000, (B)(6) 2024 21:27:15.000 (B)(6) 2024 21:28:29.000, (B)(6) 2024 21:30:51.000 (B)(6) 2024 22:49:30.000, (B)(6) 2024 22:59:57.000 (B)(6) 2024 23:35:42.000 (B)(6) 2024 13:49:00.000 no pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. The pump was cut open to perform visual inspection and found slight corrosion on the motor home switch. Slight corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. A test motor was used and continued rewind test. The pump passed the rewind test. No constant pump error 38 alarm during the rewind test noted. A constant pump error 38 alarm during the rewind test was confirmed due to slight corrosion on the motor home switch. Please see below for pump errors/alarms noted 1 week prior to the event date 10-feb-2024 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 09:29:13.000 (B)(6) 2024 21:26:51.000 (B)(6) 2024 22:58:02.000 (B)(6) 2024 18:01:37.000 (B)(6) 2024 18:11:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2024 09:23:27.000 (B)(6) 2024 09:23:32.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. A constant pump error 38 alarm during the rewind test was confirmed due to slight corrosion on the motor home switch. During visual inspection, slight corrosion was also found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received the error code of no motor movement or negligible movement and retries to free a stuck motor failed (pump error 38). The customer experienced hyperglycemia with a blood glucose value of 380 mg/dl. It was found that the customer has treated the high blood glucose event with the manual injection. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. The pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.